Event description:
It was reported that the tandem mobi cartridge alarm was triggered during the cartridge load process, specifically cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support resolved the issue by instructing the customer to put the problematic pump into storage mode and return it using a provided prepaid label. A replacement pump was shipped to the customer, who acknowledged understanding the necessary steps upon receipt.